Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. The patient was in the office and daily measurement revealed low, out of range, right ventricular (rv) lead shock impedance measurement of 16 ohms which caused the beeping tone. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received indicating that the cause of the issue was not yet determined and the patient will continue to be monitored. No adverse patient effects were reported. The crt-d and rv lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.